Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/10/2015-product analysis:the device was returned and evaluated by product analysis on 02/23/2014 with the following findings:investigation revealed the display screen flex cable had failed and there was a line artifact displayed on the screen. Replacement with a test display returned display function to specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.